Event description:
It was reported that in or about the fall of 2020, the patient complained of urinary leakage. She was diagnosed with stress urinary incontinence and was referred to the physician who recommended she undergo surgery to relieve stress urinary incontinence. On (B)(6) 2020, the advantage fit system was implanted. During the same procedure, cystoscopy was also performed, which revealed urethral hypermobility. The physician noted that she was having difficulty urinating, enuresis, and urgency. And was negative for pelvic pain. Immediately after surgery, the patient was unable to void her bladder and felt pain during bladder ultrasound. About an hour later, she complained of excruciating pain, rates at 10/10. She was still unable to void her bladder, even through a foley catheter. She also passed a lot of "blood clots." The physician then instructed the nurse to clamp the foley catheter shut, have the patient drink three glasses of water, and undergo computed tomography (CT) scan. When she underwent CT scan, she was administered with dilaudid since she was in severe pain and unable to void. The CT scan revealed air in her left groin and the left anterior pelvic wall with edema extending into the perineum. During postoperative treatment, the nursing staff was exceedingly scared for the patient's well-being because she was worried that she was going to die. By the next morning, the patient continued to suffer severe pain in her left lower quadrant; although she could now void in her bladder and was discharged. When the patient got home, she vomited from all of the pain medications she was prescribed to handle her pain. She presented postop with blood in her urine and continued bladder spasms. The physician informed her that her complications were very rare, and that usually the pain would eventually subside. On (B)(6) 2020, the patient requested the sling to be removed for it was not effective. On (B)(6) 2020, the patient presented with discomfort from the mesh occurring at least five days a week, urinary urgency, and stress urinary incontinence. The physician speculated that the pain could be caused by the mesh but pointed out that the mesh removal carried with its significant dangers, especially for patients with weakened immune systems. The physician recommended a course of physical therapy (pt) as well as detrol, a treatment for overactive bladder. On (B)(6) 2023, the patient attended strive pt sports rehabilitation to begin course of pt. She complained to her therapist that she suffered from abdominal pain, increased urination, urine leakage, and pelvic pain rates at 7/10. The patient's treatment's two to three times a week for three weeks and continued to perform the exercise at home for about three times a week until (B)(6) 2023. On (B)(6) 2023, the patient presented with worsening lower urinary tract symptoms, eroded and perforated vaginal mesh into the bladder, and left groin pain. She could no longer sit down or stay up without severe pain, let alone use the restroom. Staying seated also caused severe pain. Unlike before, she now suffered severe pain when urinating. She also had difficulty urinating and suffered from urinary retention, frequency, and urgency. She also developed pain with sex that was so severe she and her husband could no longer have sex. She would spend most of the day holding her left side because of pain. During a cystourethroscopy, the physician found that the mesh perforated the patient's bladder and was not encrusted with calcification. The mesh appeared distant from the left ureteral orifice, and bilateral ureteral jets of clear yellow urine were observed. Retroflexion of the cystoscope was limited due to patient discomfort. At one point, the exam caused her pain so severe she could not continue the exam. The physician explained that the leaking bladder was slowly poisoning her body, and the mesh would have to come out. The physician explained that she would have to coordinate with the patient's gastroenterologist regarding her treatment with biologic for ulcerative colitis. On (B)(6) 2023, the patient underwent musculoskeletal ultrasound and received ultrasound-guided steroid injections, which provided only slight temporary relief. She continued to experience severe daily pain identical to her pre-injection symptoms. Examination showed tenderness to palpation in the left deep inguinal region, with partial temporary improvement following the procedure. She was instructed to self-assess pain levels over the following two weeks. Ultrasound findings demonstrated mild scarring at the lateral edge of the left lower rectus abdominis muscle at the prior laparoscopy port site, extending to the abdominal cutaneous nerves, which may represent abdominal cutaneous nerve entrapment syndrome (acnes). No neuromas, hernias, abdominal wall defects, or inguinal hernias were identified. There was notable tenderness over the left ilioinguinal and genitofemoral nerves and evidence of scar tissue associated with the pelvic sling/mesh, although detailed evaluation was limited. Examination of the left hip revealed no joint pathology, osteoarthritis, or iliopsoas tendon abnormalities. On (B)(6) 2023, the patient presented for a preoperative appointment in advance for a revision surgery. The physician continued to believe that the surgery was necessary to relieve her excruciating pain. She underwent bloodwork and chest x-ray and was then cleared for surgery after. On (B)(6) 2024, the patient stopped taking rinvoq, which she need to treat her collagenous colitis. About a week or a week-and-a-half after surgery, the collagenous colitis symptoms returned, and she began to suffer chronic diarrhea for about three to four weeks in total. She had to take imodium and bentyl to treat symptoms during that period. On (B)(6) 2024, the physician sought to remove as much mesh as she could. She noted a "distinct entry and exit wound" in the patient's bladder from the mesh. After vaginal examination, a transvaginal approach would not allow for the complete removal of the sling was concluded. The physician therefore had to perform abdominal surgery to remove the left side of the sling. A pfannenstiel incision was made in the lower abdomen and carried through the subcutaneous tissue to the fascia with careful hemostasis. The fascia was incised in the midline and extended laterally and vertically to expose the underlying muscle. The parietal peritoneum was entered cautiously to avoid injury to the bowel and bladder, which was distended and easily identifiable. The space of retzius was developed, revealing the left sling arm within the left retropubic space, and a self-retaining retractor was placed for exposure. A vertical cystotomy was performed, and urine and irrigant were suctioned. The sling was identified perforating the left lateral bladder wall. The external attachments were released, and incisions were made around the sling to allow proximal and distal removal. Clear efflux from both ureters was confirmed, and a pediatric feeding tube was placed in the left ureteral orifice for identification during bladder repair. The cystotomy was closed in two layers using 2-0 and 3-0 vicryl sutures, with a leak test using dilute methylene blue confirming watertight closure. The wound was irrigated, and the rectus muscle was closed. The urinary catheter was upsized to 20 fr and left to gravity drainage. The patient was transferred to the recovery room in stable condition, having tolerated the procedure well. Following the surgery, the physician placed a foley catheter to allow bladder to heal. The foley catheter caused incontinence and bladder spasms, and on (B)(6) 2024, the physician had to replace the catheter. She continues to suffer from urinary leakage, urinary urgency, frequency, and retention. She also suffered bladder infection, severe acid reflux, indigestion, and poor appetite since surgery-- potentially from having taken repeated wounds of bactrim for repeated urinary tract infection and bladder infections.

Manufacturer narrative:
Block h11: correction to h6: patient codes. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain. E2006 - mesh erosion. E2114 - perforation. E1405 - dyspareunia. E1310 - urinary tract infection. E1309 - urinary retention. E1301- dysuria. E1002 - left abdominal pain. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F1202 - disability. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of december 29, 2020, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is:(B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain. E2006 - mesh erosion. E2114 - perforation. E1405 - dyspareunia. E1310 - urinary tract infection. E1309 - urinary retention. E1301- dysuria. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F1202 - disability.

Event description:
It was reported that in or about the fall of 2020, the patient complained of urinary leakage. She was diagnosed with stress urinary incontinence and was referred to the physician who recommended she undergo surgery to relieve stress urinary incontinence. On (B)(6) 2020, the advantage fit system was implanted. During the same procedure, cystoscopy was also performed, which revealed urethral hypermobility. The physician noted that she was having difficulty urinating, enuresis, and urgency. And was negative for pelvic pain. Immediately after surgery, the patient was unable to void her bladder and felt pain during bladder ultrasound. About an hour later, she complained of excruciating pain, rates at 10/10. She was still unable to void her bladder, even through a foley catheter. She also passed a lot of "blood clots." The physician then instructed the nurse to clamp the foley catheter shut, have the patient drink three glasses of water, and undergo computed tomography (CT) scan. When she underwent CT scan, she was administered with dilaudid since she was in severe pain and unable to void. The CT scan revealed air in her left groin and the left anterior pelvic wall with edema extending into the perineum. During postoperative treatment, the nursing staff was exceedingly scared for the patient's well-being because she was worried that she was going to die. By the next morning, the patient continued to suffer severe pain in her left lower quadrant; although she could now void in her bladder and was discharged. When the patient got home, she vomited from all of the pain medications she was prescribed to handle her pain. She presented postop with blood in her urine and continued bladder spasms. The physician informed her that her complications were very rare, and that usually the pain would eventually subside. On (B)(6) 2020, the patient requested the sling to be removed for it was not effective. On (B)(6) 2020, the patient presented with discomfort from the mesh occurring at least five days a week, urinary urgency, and stress urinary incontinence. The physician speculated that the pain could be caused by the mesh but pointed out that the mesh removal carried with its significant dangers, especially for patients with weakened immune systems. The physician recommended a course of physical therapy (pt) as well as detrol, a treatment for overactive bladder. On (B)(6) 2023, the patient attended strive pt sports rehabilitation to begin course of pt. She complained to her therapist that she suffered from abdominal pain, increased urination, urine leakage, and pelvic pain rates at 7/10. The patient's treatment's two to three times a week for three weeks and continued to perform the exercise at home for about three times a week until (B)(6) 2023. On (B)(6) 2023, the patient presented for left groin pain, which recently became substantially worse. She could no longer sit down or stay up without severe pain, let alone use the restroom. Staying seated also caused severe pain. Unlike before, she now suffered severe pain when urinating. She also had difficulty urinating and suffered from urinary retention, frequency, and urgency. She also developed pain with sex that was so severe she and her husband could no longer have sex. She would spend most of the day holding her left side because of pain. During a cystourethroscopy, the physician found that the mesh perforated the patient's bladder and was not encrusted with calcification. At one point, the exam caused her pain so severe she could not continue the exam. The physician explained that the leaking bladder was slowly poisoning her body, and the mesh would have to come out. The physician explained that she would have to coordinate with the patient's gastroenterologist regarding her treatment with biologic for ulcerative colitis. On (B)(6) 2023, the patient had musculoskeletal ultrasound, and had received ultrasound guided steroid injections for pain, which helped a little bit, but continued to suffer severe pain everyday in all the same ways before the injection. On (B)(6) 2023, the patient presented for a preoperative appointment in advance for a revision surgery. The physician continued to believe that the surgery was necessary to relieve her excruciating pain. She underwent bloodwork and chest x-ray and was then cleared for surgery after. On (B)(6) 2024, the patient stopped taking rinvoq, which she need to treat her collagenous colitis. About a week or a week-and-a-half after surgery, the collagenous colitis symptoms returned, and she began to suffer chronic diarrhea for about three to four weeks in total. She had to take imodium and bentyl to treat symptoms during that period. On (B)(6) 2024, the physician sought to remove as much mesh as she could. She noted a "distinct entry and exit wound" int he patient's bladder from the mesh. After vaginal examination, a transvaginal approach would not allow for the complete removal of the sling was concluded. The physician therefore had to perform abdominal surgery to remove the left side of the sling. Following the surgery, the physician placed a foley catheter to allow bladder to heal. The foley catheter caused incontinence and bladder spasms, and on (B)(6) 2024, the physician had to replace the catheter. She continues to suffer from urinary leakage, urinary urgency, frequency, and retention. She also suffered bladder infection, severe acid reflux, indigestion, and poor appetite since surgery-- potentially from having taken repeated wounds of bactrim for repeated urinary tract infection and bladder infections.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of december 29, 2020, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain e2006 - mesh erosion e2114 - perforation e1405 - dyspareunia e1310 - urinary tract infection e1309 - urinary retention e1301- dysuria the following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal f1202 - disability.

Event description:
It was reported that in or about the fall of 2020, the patient complained of urinary leakage. She was diagnosed with stress urinary incontinence and was referred to the physician who recommended she undergo surgery to relieve stress urinary incontinence. On (B)(6) 2020, the advantage fit system was implanted. The physician noted that she was having difficulty urinating, enuresis, and urgency. And was negative for pelvic pain. Immediately after surgery, the patient was unable to void her bladder and felt pain during bladder ultrasound. About an hour later, she complained of excruciating pain, rates at 10/10. She was still unable to void her bladder, even through a foley catheter. She also passed a lot of "blood clots." The physician then instructed the nurse to clamp the foley catheter shut, have the patient drink three glasses of water, and undergo computed tomography (CT) scan. When she underwent CT scan, she was administered with dilaudid since she was in severe pain and unable to void. The CT scan revealed air in her left groin and the left anterior pelvic wall with edema extending into the perineum. During postoperative treatment, the nursing staff was exceedingly scared for the patient's well-being because she was worried that she was going to die. By the next morning, the patient continued to suffer severe pain in her left lower quadrant; although she could now void in her bladder and was discharged. When the patient got home, she vomited from all of the pain medications she was prescribed to handle her pain. She presented postop with blood in her urine and continued bladder spasms. The physician informed her that her complications were very rare, and that usually the pain would eventually subside. On (B)(6) 2022, the patient requested the sling to be removed for it was not effective. On (B)(6) 2022, the patient presented with discomfort from the mesh occurring at least five days a week, urinary urgency, and stress urinary incontinence. The physician speculated that the pain could be caused by the mesh but pointed out that the mesh removal carried with its significant dangers, especially for patients with weakened immune systems. The physician recommended a course of physical therapy (pt) as well as detrol, a treatment for overactive bladder. On (B)(6) 2023, the patient attended strive pt sports rehabilitation to begin course of pt. She complained to her therapist that she suffered from abdominal pain, increased urination, urine leakage, and pelvic pain rates at 7/10. The patient's treatment's two to three times a week for three weeks and continued to perform the exercise at home for about three times a week until november 2023. On (B)(6) 2023, the patient presented for left groin pain, which recently became substantially worse. She could no longer sit down or stay up without severe pain, let alone use the restroom. Staying seated also caused severe pain. Unlike before, she now suffered severe pain when urinating. She also had difficulty urinating and suffered from urinary retention, frequency, and urgency. She also developed pain with sex that was so severe she and her husband could no longer have sex. She would spend most of the day holding her left side because of pain. During a cystourethroscopy, the physician found that the mesh perforated the patient's bladder and was now encrusted with calcification. At one point, the exam caused her pain so severe she could not continue the exam. The physician explained that the leaking bladder was slowly poisoning her body, and the mesh would have to come out. The physician explained that she would have to coordinate with the patient's gastroenterologist regarding her treatment with biologic for ulcerative colitis. On (B)(6) 2023, the patient had musculoskeletal ultrasound, and had received ultrasound guided steroid injections for pain, which helped a little bit, but continued to suffer severe pain everyday in all the same ways before the injection. On (B)(6) 2023, the patient presented for a preoperative appointment in advance for a revision surgery. The physician continued to believe that the surgery was necessary to relieve her excruciating pain. She underwent bloodwork and chest x-ray and was then cleared for surgery after. On (B)(6) 2024, the patient stopped taking rinvoq, which she need to treat her collagenous colitis. About a week or a week-and-a-half after surgery, the collagenous colitis symptoms returned, and she began to suffer chronic diarrhea for about three to four weeks in total. She had to take imodium and bentyl to treat symptoms during that period. On (B)(6) 2024, the patient underwent surgery in which the physician sought to remove as much mesh as she could. She noted a "distinct entry and exit wound" in the patient's bladder from the mesh and after vaginal examination, the physician concluded that a transvaginal approach would not allow for the complete removal of the sling. The physician therefore had to perform abdominal surgery to remove the left side of the sling. Following the surgery, the physician placed a foley catheter to allow bladder to heal. The foley catheter caused incontinence and bladder spasms, and on (B)(6) 2024, the physician had to replace the catheter. The patient continues to suffer from urinary leakage, urinary urgency, frequency, and retention. She also suffered a bladder infection. In addition, she experienced severe acid reflux, indigestion, and poor appetite since surgery-- potentially from having taken repeated rounds of bactrim for repeated urinary tract infection and bladder infections.

Event description:
It was reported that in or about the fall of 2020, the patient complained of urinary leakage. She was diagnosed with stress urinary incontinence and was referred to the physician who recommended she undergo surgery to relieve stress urinary incontinence. On (B)(6) 2020, the advantage fit system was implanted. The physician noted that she was having difficulty urinating, enuresis, and urgency. And was negative for pelvic pain. Immediately after surgery, the patient was unable to void her bladder and felt pain during bladder ultrasound. About an hour later, she complained of excruciating pain, rates at 10/10. She was still unable to void her bladder, even through a foley catheter. She also passed a lot of "blood clots." The physician then instructed the nurse to clamp the foley catheter shut, have the patient drink three glasses of water, and undergo computed tomography (CT) scan. When she underwent CT scan, she was administered with dilaudid since she was in severe pain and unable to void. The CT scan revealed air in her left groin and the left anterior pelvic wall with edema extending into the perineum. During postoperative treatment, the nursing staff was exceedingly scared for the patient's well-being because she was worried that she was going to die. By the next morning, the patient continued to suffer severe pain in her left lower quadrant; although she could now void in her bladder and was discharged. When the patient got home, she vomited from all of the pain medications she was prescribed to handle her pain. She presented postop with blood in her urine and continued bladder spasms. The physician informed her that her complications were very rare, and that usually the pain would eventually subside. On (B)(6) 2020, the patient requested the sling to be removed for it was not effective. On (B)(6) 2020, the patient presented with discomfort from the mesh occurring at least five days a week, urinary urgency, and stress urinary incontinence. The physician speculated that the pain could be caused by the mesh but pointed out that the mesh removal carried with its significant dangers, especially for patients with weakened immune systems. The physician recommended a course of physical therapy (pt) as well as detrol, a treatment for overactive bladder. On (B)(6) 2023, the patient attended strive pt sports rehabilitation to begin course of pt. She complained to her therapist that she suffered from abdominal pain, increased urination, urine leakage, and pelvic pain rates at 7/10. The patient's treatment's two to three times a week for three weeks and continued to perform the exercise at home for about three times a week until on (B)(6) 2023. On (B)(6) 2023, the patient presented for left groin pain, which recently became substantially worse. She could no longer sit down or stay up without severe pain, let alone use the restroom. Staying seated also caused severe pain. Unlike before, she now suffered severe pain when urinating. She also had difficulty urinating and suffered from urinary retention, frequency, and urgency. She also developed pain with sex that was so severe she and her husband could no longer have sex. She would spend most of the day holding her left side because of pain. During a cystourethroscopy, the physician found that the mesh perforated the patient's bladder and was not encrusted with calcification. At one point, the exam caused her pain so severe she could not continue the exam. The physician explained that the leaking bladder was slowly poisoning her body, and the mesh would have to come out. The physician explained that she would have to coordinate with the patient's gastroenterologist regarding her treatment with biologic for ulcerative colitis. On (B)(6) 2023, the patient had musculoskeletal ultrasound, and had received ultrasound guided steroid injections for pain, which helped a little bit, but continued to suffer severe pain everyday in all the same ways before the injection. On (B)(6) 2023, the patient presented for a preoperative appointment in advance for a revision surgery. The physician continued to believe that the surgery was necessary to relieve her excruciating pain. She underwent bloodwork and chest x-ray and was then cleared for surgery after. On (B)(6) 2024, the patient stopped taking rinvoq, which she need to treat her collagenous colitis. About a week or a week-and-a-half after surgery, the collagenous colitis symptoms returned, and she began to suffer chronic diarrhea for about three to four weeks in total. She had to take imodium and bentyl to treat symptoms during that period. On (B)(6) 2024, the physician sought to remove as much mesh as she could. She noted a "distinct entry and exit wound" int he patient's bladder from the mesh. After vaginal examination, a transvaginal approach would not allow for the complete removal of the sling was concluded. The physician therefore had to perform abdominal surgery to remove the left side of the sling. Following the surgery, the physician placed a foley catheter to allow bladder to heal. The foley catheter caused incontinence and bladder spasms, and on (B)(6) 2024, the physician had to replace the catheter. She continues to suffer from urinary leakage, urinary urgency, frequency, and retention. She also suffered bladder infection, severe acid reflux, indigestion, and poor appetite since surgery-- potentially from having taken repeated wounds of bactrim for repeated urinary tract infection and bladder infections.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of december 29, 2020, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain, e2006 - mesh erosion, e2114 - perforation, e1405 - dyspareunia, e1310 - urinary tract infection, e1309 - urinary retention, e1301- dysuria. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal, f1202 - disability. Block h6 updated; hematuria has been added and calcium deposits/calcification has been removed.

Manufacturer narrative:
Block h11: blocks b5, b7, h2, and h6 have been updated based on the additional information received on october 19, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain. E2006 - mesh erosion. E2114 - perforation. E1405 - dyspareunia. E1310 - urinary tract infection. E1309 - urinary retention. E1301- dysuria. E1002 - left abdominal pain. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F1202 - disability.

Event description:
It was reported that in or about the fall of 2020, the patient complained of urinary leakage. She was diagnosed with stress urinary incontinence and was referred to the physician who recommended she undergo surgery to relieve stress urinary incontinence. On (B)(6) 2020, the advantage fit system was implanted. During the same procedure, cystoscopy was also performed, which revealed urethral hypermobility. The physician noted that she was having difficulty urinating, enuresis, and urgency. And was negative for pelvic pain. Immediately after surgery, the patient was unable to void her bladder and felt pain during bladder ultrasound. About an hour later, she complained of excruciating pain, rates at 10/10. She was still unable to void her bladder, even through a foley catheter. She also passed a lot of "blood clots." The physician then instructed the nurse to clamp the foley catheter shut, have the patient drink three glasses of water, and undergo computed tomography (CT) scan. When she underwent CT scan, she was administered with dilaudid since she was in severe pain and unable to void. The CT scan revealed air in her left groin and the left anterior pelvic wall with edema extending into the perineum. During postoperative treatment, the nursing staff was exceedingly scared for the patient's well-being because she was worried that she was going to die. By the next morning, the patient continued to suffer severe pain in her left lower quadrant; although she could now void in her bladder and was discharged. When the patient got home, she vomited from all of the pain medications she was prescribed to handle her pain. She presented postop with blood in her urine and continued bladder spasms. The physician informed her that her complications were very rare, and that usually the pain would eventually subside. On (B)(6) 2020, the patient requested the sling to be removed for it was not effective. On (B)(6) 2020, the patient presented with discomfort from the mesh occurring at least five days a week, urinary urgency, and stress urinary incontinence. The physician speculated that the pain could be caused by the mesh but pointed out that the mesh removal carried with its significant dangers, especially for patients with weakened immune systems. The physician recommended a course of physical therapy (pt) as well as detrol, a treatment for overactive bladder. On (B)(6) 2023, the patient attended strive pt sports rehabilitation to begin course of pt. She complained to her therapist that she suffered from abdominal pain, increased urination, urine leakage, and pelvic pain rates at 7/10. The patient's treatment's two to three times a week for three weeks and continued to perform the exercise at home for about three times a week until (B)(6) 2023. On (B)(6) 2023, the patient presented with worsening lower urinary tract symptoms, eroded and perforated vaginal mesh into the bladder, and left groin pain. She could no longer sit down or stay up without severe pain, let alone use the restroom. Staying seated also caused severe pain. Unlike before, she now suffered severe pain when urinating. She also had difficulty urinating and suffered from urinary retention, frequency, and urgency. She also developed pain with sex that was so severe she and her husband could no longer have sex. She would spend most of the day holding her left side because of pain. During a cystourethroscopy, the physician found that the mesh perforated the patient's bladder and was not encrusted with calcification. The mesh appeared distant from the left ureteral orifice, and bilateral ureteral jets of clear yellow urine were observed. Retroflexion of the cystoscope was limited due to patient discomfort. At one point, the exam caused her pain so severe she could not continue the exam. The physician explained that the leaking bladder was slowly poisoning her body, and the mesh would have to come out. The physician explained that she would have to coordinate with the patient's gastroenterologist regarding her treatment with biologic for ulcerative colitis. On (B)(6) 2023, the patient underwent musculoskeletal ultrasound and received ultrasound-guided steroid injections, which provided only slight temporary relief. She continued to experience severe daily pain identical to her pre-injection symptoms. Examination showed tenderness to palpation in the left deep inguinal region, with partial temporary improvement following the procedure. She was instructed to self-assess pain levels over the following two weeks. Ultrasound findings demonstrated mild scarring at the lateral edge of the left lower rectus abdominis muscle at the prior laparoscopy port site, extending to the abdominal cutaneous nerves, which may represent abdominal cutaneous nerve entrapment syndrome (acnes). No neuromas, hernias, abdominal wall defects, or inguinal hernias were identified. There was notable tenderness over the left ilioinguinal and genitofemoral nerves and evidence of scar tissue associated with the pelvic sling/mesh, although detailed evaluation was limited. Examination of the left hip revealed no joint pathology, osteoarthritis, or iliopsoas tendon abnormalities. On (B)(6) 2023, the patient presented for a preoperative appointment in advance for a revision surgery. The physician continued to believe that the surgery was necessary to relieve her excruciating pain. She underwent bloodwork and chest x-ray and was then cleared for surgery after. On (B)(6) 2024, the patient stopped taking rinvoq, which she need to treat her collagenous colitis. About a week or a week-and-a-half after surgery, the collagenous colitis symptoms returned, and she began to suffer chronic diarrhea for about three to four weeks in total. She had to take imodium and bentyl to treat symptoms during that period. On (B)(6) 2024, the physician sought to remove as much mesh as she could. She noted a "distinct entry and exit wound" in the patient's bladder from the mesh. After vaginal examination, a transvaginal approach would not allow for the complete removal of the sling was concluded. The physician therefore had to perform abdominal surgery to remove the left side of the sling. A pfannenstiel incision was made in the lower abdomen and carried through the subcutaneous tissue to the fascia with careful hemostasis. The fascia was incised in the midline and extended laterally and vertically to expose the underlying muscle. The parietal peritoneum was entered cautiously to avoid injury to the bowel and bladder, which was distended and easily identifiable. The space of retzius was developed, revealing the left sling arm within the left retropubic space, and a self-retaining retractor was placed for exposure. A vertical cystotomy was performed, and urine and irrigant were suctioned. The sling was identified perforating the left lateral bladder wall. The external attachments were released, and incisions were made around the sling to allow proximal and distal removal. Clear efflux from both ureters was confirmed, and a pediatric feeding tube was placed in the left ureteral orifice for identification during bladder repair. The cystotomy was closed in two layers using 2-0 and 3-0 vicryl sutures, with a leak test using dilute methylene blue confirming watertight closure. The wound was irrigated, and the rectus muscle was closed. The urinary catheter was upsized to 20 fr and left to gravity drainage. The patient was transferred to the recovery room in stable condition, having tolerated the procedure well. Following the surgery, the physician placed a foley catheter to allow bladder to heal. The foley catheter caused incontinence and bladder spasms, and on (B)(6) 2024, the physician had to replace the catheter. She continues to suffer from urinary leakage, urinary urgency, frequency, and retention. She also suffered bladder infection, severe acid reflux, indigestion, and poor appetite since surgery-- potentially from having taken repeated wounds of bactrim for repeated urinary tract infection and bladder infections.

Manufacturer narrative:
Block h11: blocks a2 and b5 have been updated based on the additional information received on (B)(6) 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain e2006 - mesh erosion e2114 - perforation e1405 - dyspareunia e1310 - urinary tract infection e1309 - urinary retention e1301- dysuria. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal f1202 - disability. Block h11: block b5 has been updated.

Event description:
It was reported that in or about the fall of 2020, the patient complained of urinary leakage. She was diagnosed with stress urinary incontinence and was referred to the physician who recommended she undergo surgery to relieve stress urinary incontinence. On (B)(6) 2020, the advantage fit system was implanted. During the same procedure, cystoscopy was also performed, which revealed urethral hypermobility. The physician noted that she was having difficulty urinating, enuresis, and urgency. And was negative for pelvic pain. Immediately after surgery, the patient was unable to void her bladder and felt pain during bladder ultrasound. About an hour later, she complained of excruciating pain, rates at 10/10. She was still unable to void her bladder, even through a foley catheter. She also passed a lot of "blood clots." The physician then instructed the nurse to clamp the foley catheter shut, have the patient drink three glasses of water, and undergo computed tomography (CT) scan. When she underwent CT scan, she was administered with dilaudid since she was in severe pain and unable to void. The CT scan revealed air in her left groin and the left anterior pelvic wall with edema extending into the perineum. During postoperative treatment, the nursing staff was exceedingly scared for the patient's well-being because she was worried that she was going to die. By the next morning, the patient continued to suffer severe pain in her left lower quadrant; although she could now void in her bladder and was discharged. When the patient got home, she vomited from all of the pain medications she was prescribed to handle her pain. She presented postop with blood in her urine and continued bladder spasms. The physician informed her that her complications were very rare, and that usually the pain would eventually subside. On (B)(6) 2020, the patient requested the sling to be removed for it was not effective. On (B)(6) 2020, the patient presented with discomfort from the mesh occurring at least five days a week, urinary urgency, and stress urinary incontinence. The physician speculated that the pain could be caused by the mesh but pointed out that the mesh removal carried with its significant dangers, especially for patients with weakened immune systems. The physician recommended a course of physical therapy (pt) as well as detrol, a treatment for overactive bladder. On (B)(6) 2023, the patient attended strive pt sports rehabilitation to begin course of pt. She complained to her therapist that she suffered from abdominal pain, increased urination, urine leakage, and pelvic pain rates at 7/10. The patient's treatment's two to three times a week for three weeks and continued to perform the exercise at home for about three times a week until (B)(6) 2023. On (B)(6) 2023, the patient presented for left groin pain, which recently became substantially worse. She could no longer sit down or stay up without severe pain, let alone use the restroom. Staying seated also caused severe pain. Unlike before, she now suffered severe pain when urinating. She also had difficulty urinating and suffered from urinary retention, frequency, and urgency. She also developed pain with sex that was so severe she and her husband could no longer have sex. She would spend most of the day holding her left side because of pain. During a cystourethroscopy, the physician found that the mesh perforated the patient's bladder and was not encrusted with calcification. At one point, the exam caused her pain so severe she could not continue the exam. The physician explained that the leaking bladder was slowly poisoning her body, and the mesh would have to come out. The physician explained that she would have to coordinate with the patient's gastroenterologist regarding her treatment with biologic for ulcerative colitis. On (B)(6) 2023, the patient had musculoskeletal ultrasound, and had received ultrasound guided steroid injections for pain, which helped a little bit, but continued to suffer severe pain everyday in all the same ways before the injection. On (B)(6) 2023, the patient presented for a preoperative appointment in advance for a revision surgery. The physician continued to believe that the surgery was necessary to relieve her excruciating pain. She underwent bloodwork and chest x-ray and was then cleared for surgery after. On (B)(6) 2024, the patient stopped taking rinvoq, which she need to treat her collagenous colitis. About a week or a week-and-a-half after surgery, the collagenous colitis symptoms returned, and she began to suffer chronic diarrhea for about three to four weeks in total. She had to take imodium and bentyl to treat symptoms during that period. On (B)(6) 2024, the physician sought to remove as much mesh as she could. She noted a "distinct entry and exit wound" in the patient's bladder from the mesh. After vaginal examination, a transvaginal approach would not allow for the complete removal of the sling was concluded. The physician therefore had to perform abdominal surgery to remove the left side of the sling. A pfannenstiel incision was made in the lower abdomen and carried through the subcutaneous tissue to the fascia with careful hemostasis. The fascia was incised in the midline and extended laterally and vertically to expose the underlying muscle. The parietal peritoneum was entered cautiously to avoid injury to the bowel and bladder, which was distended and easily identifiable. The space of retzius was developed, revealing the left sling arm within the left retropubic space, and a self-retaining retractor was placed for exposure. A vertical cystotomy was performed, and urine and irrigant were suctioned. The sling was identified perforating the left lateral bladder wall. The external attachments were released, and incisions were made around the sling to allow proximal and distal removal. Clear efflux from both ureters was confirmed, and a pediatric feeding tube was placed in the left ureteral orifice for identification during bladder repair. The cystotomy was closed in two layers using 2-0 and 3-0 vicryl sutures, with a leak test using dilute methylene blue confirming watertight closure. The wound was irrigated, and the rectus muscle was closed. The urinary catheter was upsized to 20 fr and left to gravity drainage. The patient was transferred to the recovery room in stable condition, having tolerated the procedure well. Following the surgery, the physician placed a foley catheter to allow bladder to heal. The foley catheter caused incontinence and bladder spasms, and on (B)(6) 2024, the physician had to replace the catheter. She continues to suffer from urinary leakage, urinary urgency, frequency, and retention. She also suffered bladder infection, severe acid reflux, indigestion, and poor appetite since surgery-- potentially from having taken repeated wounds of bactrim for repeated urinary tract infection and bladder infections.